Event description:
A surgeon reported that bubbles entered the posterior segment via the posterior infusion line during a vitrectomy/cataract extraction combination procedure. Both the fluid and air infusion were off according to the system. The surgeon clamped the infusion line with a "mosquito clamp" and completed the procedure with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd for eval. A root cause has not been identified. (B)(4).